Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited leakage and pin hole on cable. There was no patient involvement.